Manufacturer narrative:
This notification is being reviewed due to a user of a ds2adv auto CPAP device with allegations of smoke coming out of unit very hot and burning plastic. The device was evaluated by manufacturer service center (pil) and evaluation results stated that pil was not able to confirm the complaint of smoke coming out of unit or a burning smell. Pil was able to confirm that a thermal event took place on the pca, most likely due to the potential water/liquid ingress to the pca, this was most likely the cause of the device not working properly. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.

Event description:
This complaint has been reviewed, and it has been determined that the customer has alleged smoke is coming from device and burning plastic smell. Reportable since device issue/event has or may have caused or contributed to a death.